Manufacturer narrative:
Sc-1232 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well post operatively.